Manufacturer narrative:
Concomitant medical products: product ID 8780, lot#/serial# (B)(4), implanted: (B)(6) 2019, product type catheter, ubd: 08-jan-2021, UDI#: (B)(4). H6: (B)(4) applies to the pump and (B)(4) applies to the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving 240 mcg/ml of sufentanil at 13.85 mcg/day dose and 20 mg/ml of bupivacaine at 9.488 mg/day dose via intrathecal drug delivery pump for spinal pain. It was reported the patient had experienced issues with their pump's placement. It was also reported the patient continued to notice catheter issues immediately after their surgery (please refer to MFR report number 3004209178-2019-05420 regarding this preceding event). It was also noted that one of the stitches had come off the patient¿s pump. The patient had another revision scheduled with a different healthcare provider on (B)(6) 2019. Additional information was received from the healthcare provider (hcp). Regarding the cause of the (B)(6) 2019 revision, the hcp stated the pump was revised on this date due to patient insistence because the previous placement was causing herextreme discomfort and pain. The catheter was not touched at this time. The patient's current weight was provided as (B)(6). No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated there were no problems with the catheter following the (B)(6) 2019 pump and catheter replacement. There were no catheter issues after (B)(6) 2019 pump and catheter replacement and no further actions planned at this time. The patient was doing well, and the august revision did resolve the reported pain and discomfort. No further complications were reported or anticipated.